Manufacturer narrative:
The afapro28 balloon catheter with lot number 13884 and data files were returned and analyzed. Visual inspection of the balloon catheter showed that the device was intact with no apparent issues. Smart chip verification indicated the balloon catheter was never used. Without reprogramming, the balloon catheter was connected to the test console and it failed the performance test as system notice 50005 was triggered promptly on connection: 'the safety system detected fluid in the catheter and stopped the injection.' The data files showed at least 18 applications were performed with the balloon catheter on the event date. The system notice 50005 was triggered multiple times on the event date. Further analysis through dissection and pressure testing revealed a guide wire lumen kink and breach at 0.778 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.